Event description:
The customer reported that the sys would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed on running the sys through a series of performance checks and sys reboots. The sys was operating as intended.